Event description:
Customer reported rceiving a result of 349 mg/dl on her freestyle flash blood glucose monitor. As the customer, they misinterpreted the results as mmol/l, and believed they had received a result of 34.9 mmol/l, (which would be roughly 628 mg/dl). The customer reported over dosing with insulin based on this result, and then began to feel symptoms of hyperglycemia, and then reported losing consciousness. Customer was transported to the emergency room by her husband, and was treated to stabilized glucose levels. Exact treatment administered is unknown.

Manufacturer narrative:
The customer's products have been requested back for an investigation.